Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section h-6 medical device ¿ problem code: from "1211" to :1198". The device was returned to the factory for evaluation on 08/26/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting device jaws or heater wire. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed. The lot # 3000411865 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shears did not activate. The power source was set to 3. The power supply, cords, and adaptor were not swapped out. The pre-cautery test performed per the IFU, and passed. The beeping was heard when the toggle was pulled back. A new device was used to complete the procedure. Minimal delay. No harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 shears did not activate.